Manufacturer narrative:
Concomitant medical products: 419488 lead, implanted: (B)(6) 2013, dtmb1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was unable to capture. The ra lead remains in use. The patient is a participant in the product surveillance registry study. No patient complications have been reported as a result of this event.